Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0t6x8, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that a por error code was seen. The patient did have a recent cardioversion that could be related to the issue. They shocked her heart. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.